Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/31/18 phone call, 08/01/18 phone call, 08/03/18 phone call.

Event description:
The hospital reported the adjustable pressure limiting valve was sticking and relieving pressure during a case. The manual bag was removed to relieve pressure. There was no report of patient injury.